Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
It was reported the ultrasound gastrovidescope was peeling. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the product has not been returned to shirakawa plant, and we cannot check the product¿s detailed status, and therefore from the information obtained from the investigation results, we could not presume the cause. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.